Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds. An rv lead revision was attempted, however due to the presence of vascular occlusion this procedure was abandoned and the rv lead was reprogrammed. The rv lead remains in use. No further patient complications have been reported as a result of this event.